Event description:
During the procedure it was reported signal noise was observed across all intracardiac signals on both carto and ep recording systems. Additional information provided stated all body surface signals were also lost on both carto and the ep recording systems which made this complaint reportable. All cables were changed however the issue remains. The noise issue was resolved after the replacement of the lasso catheter. The procedure was completed with no patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. This device was not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures.(B)(4).

Manufacturer narrative:
(B)(4). During the procedure it was reported signal noise was observed across all intracardiac signals on both carto and ep recording systems. Additional information provided stated all body surface signals were also lost on both carto and the ep recording systems which made this complaint reportable. All cables were changed however the issue remains. The noise issue was resolved after the replacement of the lasso catheter. The procedure was completed with no patient¿s consequence. Upon receipt, the device was visually inspected and it was found in normal conditions. The catheter was electrically tested and it passed specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.